Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient was hospitalized due to inappropriate shocks. Oversensing on the ventricular channel was observed. On (B)(6) the patient went through cancer radiation therapy. Hv therapy was disabled due to radiation treatment. The device was later reported to be in software reset. The device was restored to normal setting.